Event description:
It was reported to boston scientific corporation, that a solyx sis system was used during a sling placement procedure. According to the complainant, the procedure was completed with this device. Post operation, the patient presented with retention and was catheterized for one week. The patient's condition at the conclusion of the procedure was reported to be "fine and continent".

Manufacturer narrative:
.